Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: component failure without any design or manufacturing issue. Device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head coupler was loose and worn out. There was no patient involvement.